Manufacturer narrative:
One twinfix ultra ha 4.5 anchor assembly was returned for evaluation. The anchor is broken above the suture slot/eyelet. Visual inspection under magnification appears to show that all pieces of the anchor are present; it appears to be a clean break. As reported the patient had hard bone and the site was prepped using the awl/dilator, the IFU states to use a drill to create a pilot hole for the anchor, then insert the awl-dilator to better prepare the bone for the anchor in hard bone applications. A review of the device history records show that no abnormalities were reported with this product lot during manufacture. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
Two twinfix anchors (different lot # ref: c-60833) broke at the tip during insertion. The patient had hard bone and the tap and awl/dilator was used; no drill. There was nothing left in the patient and the patient was fine after the procedure. Sales rep. States there was a backup anchor used and to my knowledge the same hole was used, but I am not 100% sure of that.